Event description:
The ge oec 9800 fluoroscopy system would intermittently re-boot during procedures.

Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the malfunction to a defective interconnect cable. The interconnect cable was removed and replaced. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.